Event description:
The exp date, lot nember, and catalog number, are not printed on the strip vial. No pt injury was reported. Based on the associated code key, the strip lot in use is exp. Technical support requested the return of the suspect product and replacement product was shipped.